Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012. According to the complainant, they could not inject saline through the catheter. The problem occurred while outside of the patient. No damage was noted to the device packaging, and no kinks or damage was noted to the device. The procedure was able to be completed with another interjet injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, they could not inject saline through the catheter. The problem occurred while outside of the patient. No damage was noted to the device packaging, and no kinks or damage was noted to the device. The procedure was able to be completed with another interjet injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, they could not inject saline through the catheter. The problem occurred while outside of the patient. No damage was noted to the device packaging, and no kinks or damage was noted to the device. The procedure was able to be completed with another interjet injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
Evaluation of the returned device confirmed that the needle was blocked/occluded. A visual evaluation was performed; no damage or anomalies were observed. A functional evaluation was performed and the needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed; the syringe was not able to be compressed. A pin gauge was inserted through the needle into the proximal end of the needle. Some resistance was met, and a small piece of silicone was extracted from the inner diameter. This substance is likely "mdx", a silicone based lubricant applied to the outside of the inner sheath during manufacturing. This is residual from the fabrication process, and does not appear to be a foreign contaminant. In addition, mdx was evaluated for biocompatibility and met biocompatibility requirements. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.